Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error 9 message was reported with the freestyle libre reader. As a result, customer was unable to obtain readings and experienced "low spells" and had contact with an hcp who provided orange juice as treatment to elevate glucose levels. An hcp meter reading of 265 mg/dl was obtained however it is unspecified when the reading was obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.